Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was partially fired and engaged in interlock. The loading unit anvil was bowed. Functionally the loading unit was loaded into a post market vigilance instrument, the interlock was overridden, and the loading unit was applied to test media. All remaining staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the bowed anvil may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the 1st to the 3rd firings of the device in a lobectomy procedure were successful (vessel resection and interlobar construction). However, at the 4th firing , when the surgeon clamped bronchus and started firing, the display screen showed the excessive force indicator ,then the device could not be fired. Replaced by a competitor's device and the firing was successful and the procedure was completed. The status of the patient was reported as no problem.